Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and delivered within intended range . A review of event history log revealed the reported event date 23-march-205 the user stopped the infusion that was running at a rate of 20.8 ml/hr and updated the rate to 83.3 ml/hr. The event history log shows the user received a 'confirm rate increase' alert on the screen and confirmed it. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump a lipid infusion and total parenteral nutrition (tpn) infusion were given at the wrong rates. The lipid was given at 83.3 ml/hr and the tpn was given at 20.8 ml/hr. However, ased on the ordered rates, the lipid should have been running at 20.8mlhr and the tpn should have been running at 83.3 ml/hr. The lipids were to be given over 12 hours, instead they were given in 3 hours. Adult 2-in-1 parenteral nutrition: continuous parenteral nutrition, at 83.3 ml/hr administered over 24 hours, volume: 2,000 ml. Lipid emulsion injectable: continous, at 20.8 ml/hr administered over 12 hours. Volume 250 ml. At 17:47 the tpn and lipid infusion was initiated. Dual signoff was documented for the tpn. At 20:58 the nurse responded to the IV pump alarming noting lipid infusion was completed. Patient stable. Nurse indicates the lipids were infusing at 83.3 ml/hr and the tpn was infusing at 20.8 ml/hr. The provider was notified. A 250ml normal saline bolus was ordered. Order for tpn and lipids declined. The patient remained stable and there was no harm but continued to be monitored. No additional information is available.